Manufacturer narrative:
Relevant actions have been taken to address the issue. Device was used for treatment, not diagnosis. Patient information not available for reporting. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was preparing the straight 1.3mm curvilinear distractors for implantation and the distraction knob broke off on two (2) different implants during a procedure on (B)(6) 2018. The fragments were easily removed with no additional intervention. The surgery was successfully completed with no delay and with no effect on patient outcome. This complaint involves two (2) devices. This report is 1 of 2 for (B)(6).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.